Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between august 3-7, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed the infusor device was missing a fill port cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap of the filling port was missing in a large volume infusor. This was observed while preparing the chemotherapy drug (fluorouracil in 240 ml of 0.9% normal saline). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.